Manufacturer narrative:
An event of cardiac ischemia was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly optis instructions for use states coronary artery spasm may occur as a consequence of intravascular imaging

Event description:
After the dragonfly optis catheter was advanced and just prior to a pullback, the vessel closed down. It was suspected the issue was caused by a vessel spasm. The patient was treated with nitro. The stenting procedure was completed without oct.